Event description:
It was reported that the right ventricular (rv) lead had loss of capture, muscle stimulation and labile thresholds. It was also reported that the patient has complete heart block. The rv lead was inactivated by setting the device to odo mode and the system remains in the patient on their left side. A new system was implanted on their right side. A day or two after implant, the patient became dizzy and returned to the emergency room and measurements were all good. A chest x-ray was done to verify good separation between leads. Because of the patient's history of labile thresholds, the rv threshold was optimized to a higher setting. The new rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 implantable pacemaker (B)(6) 2010, 5592 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was later reported that the lead was removed.

Manufacturer narrative:
Product event summary: (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. Lead was destructively analyzed. No anomalies could be attributed to the complaint at this time. A proximal portion was received measuring 6.5 cm. A distal portion was received measuring 44.5 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.